Manufacturer narrative:
Aiming beam not working during surgical treatment. Another device was necessary to conclude the procedure. We are unaware of operator/patient involvement.

Event description:
The device had a failure that didn't allow to use it. No adverse effects to patient were reported.